Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's left knee joint was deemed to be infected. The patient was taken to the operating room to explore the depth of the perceived infection. The surgeon elected to remove the tibial bearing surface to better achieve proper irrigation of the joint. The surgeon elected to only exchange the polyethylene tibial insert. The tibial insert bearing was exchanged for a similar configuration. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.